Manufacturer narrative:
The reported event was confirmed as a manufacturing related. One sample was confirmed to exhibit the reported failure. Visual inspection noted no drainage eyes on the catheter the attached photo showed all sides of the catheter tip and the absence of a drainage eye. No other visual imperfections were noted. The device did not meet the specifications. The product was used for the treatment purposes. A potential root cause for this failure mode could be due to operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Per investigation a labeling review was not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the urine did not flow during the use. It was confirmed that there was no drainage eye found in the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine did not flow during use. And it was confirmed that no drainage eye was found.